Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient¿s blood pressure had dropped and he developed a pericardial effusion which required a pericardiocentesis. 110 cc were removed from the pericardial space. After 15 minutes no further blood was able to be withdrawn and pressure had stabilized. The patient was then transferred to the ccu for observation. The physician¿s opinion regarding the causality of the perforation/tamponade was due to a st. Jude catheter that was placed in the right ventricular (rv).

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4). Stockert model# m-5463-01, serial # (B)(4). Coolflow pump model# m-5491-02, serial # (B)(4). Lasso nav variable eco model# d-1343-01-s, lot # 15863884l. Soundstar model# m-5723-05, lot # unknown. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref # (B)(4).